Event description:
The child's parents reported that the child no longer responded to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.